Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 200 mg/dl. Customer was not able to troubleshoot for no delivery due to not having any more supplies. Customer states that blood glucose had been fluctuating from 104 mg/dl to over 600 mg/dl. Customer requested for insulin pump to be replaced. Customer was advised that emergency infusion set and reservoirs would be overnighted and to call when in receipt in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.